Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had an error during patient use. The nurse noted that the new protection system ensures that the tube on the cassette can be incorrectly positioned. This prevents the pump from detecting the cassette or from delivering the medication. This could give a different alarm on the pump. There was no reported adverse event.

Manufacturer narrative:
Device evaluation- one device sample was returned for evaluation. The device was attached to a cadd-legacy pump and given functional testing. The device was found to function as expected during testing. The returned device was found to meet with specifications. No problems were identified with the device.